Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the patient's blood glucose level (bg) rose to 375 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge.